Manufacturer narrative:
(B)(4).

Event description:
The reported issues involve the following syncardia temporary total artificial heart (tah-t) system components and are reported under two separate medical device reports: (1) freedom ac power supply s/n (B)(4) (MFR report # 3003761017-2015-00213) and (2) freedom battery charger s/n (B)(4) (MFR report # 3003761017-2015-00214). The customer reported that during a clinic visit the patient reported that the freedom battery charger was not working. The customer also reported that the freedom battery charger was switched without patient impact. Freedom battery charger s/n (B)(4) was returned to syncardia for evaluation. Visual inspection of the battery charger revealed no abnormalities. The freedom battery charger met all mechanical and functional requirements. The customer-reported issue could not be duplicated during testing. A power supply was connected to battery charger s/n (B)(4), which was loaded with four functional freedom onboard batteries with less than 20% capacity, and the charging system was capable of fully charging all four onboard batteries to full capacity. The battery charger functioned as intended during investigation testing, and there was no evidence of a device malfunction. The customer-reported issue posed a low risk to the patient because it would not prevent the patient's freedom driver from performing its life-sustaining functions. Patients are provided with multiple onboard batteries, and the onboard batteries can also be charged in the freedom driver while it is connected to ac external power through the ac power supply or the car charger. Because freedom battery charger s/n (B)(4) met all performance testing requirements, it was returned to finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The customer reported that during a clinic visit the patient reported that the freedom battery charger was not working. The customer also reported that the freedom battery charger was switched without patient impact. This alleged failure mode poses a low risk to the patient because it does not prevent the freedom driver from performing its life-sustaining functions. The freedom battery charger will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.